Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential inhibition was observed when an asymptomatic patient presented in clinic. Low level, high frequency noise was inhibiting pacing. The low frequency attenuation was programmed off and the patient continued with routine follow-up.